Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013, 6947 implantable tachy lead implanted: (B)(6) 2013, 5076 implantable pacing lead implanted: (B)(6) 2013. (B)(4).